Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that rv lead insulation breach was observed during an unrelated procedure. The lead was repaired using a repair kit. The patient was stable throughout.